Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with l4 burst fracture underwent one above and one below surgery at l3-5 in which spinal cages and screws was implanted. Post-op, spacer moved to the left side due to loosening of l3 screw. Patient complications were reported unknown. The patient¿s bone was significantly poor. There is no plan to conduct revision surgery. It was reported that patient had pain, but it is unknown if the incision or loosening has caused the pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.